Manufacturer narrative:
Block d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknow block h6: imdrf patient code e172001 captures the reportable event of abscess. Imdrf patient code e2314 captures the reportable event of fistula.

Event description:
It was reported to boston scientific corporation that a spaceoar vue device was implanted during a spaceoar vue placement procedure on (B)(6) 2023. The patient underwent radiation treatment with no issue. Three months later, during the follow up routine the patient complained of pressure while urinating and stated that each time he had to urinate, it felt like to have a bowel movement. On (B)(6) 2024, on flex sigmoidoscopy it was noted that he had developed a fistula in the anal verge of 10-12 cm, a biopsy was performed, this showed an ulceration and fibrous exudates, not related to radiation protopathic. Then on magnetic resonance imaging (MRI) an abscess was identified to be connecting with the fistula. The abscess was identified in the area where the hydrogel was, a drain was placed to improve the patient's symptoms, however the drain failed. No further information was provided including the patient current condition.